Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. It should be noted, it was reported the depuy femoral head was reportedly used in conjunction with a competitors acetabular liner. This use of a depuy device is not recommended and is considered off-label use. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised due to chronic dislocation. Competitor liner was used in conjunction with depuy femoral head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Complaint to part 803-22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer acetabular liner. Event: this was used in conjunction with depuy product in this patient.